Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned to olympus for inspection. The (device history records) DHR was reviewed and the product met all specifications upon release. Review of the manufacturing records suggest the failure of the device was not attributed to the manufacturing process. The DHR indicated the device met all final release criteria during manufacturing. This suggests the error was likely user related. The observed failure is a known phenomenon and is produced as a result of error in using the device. The error is likely from user error. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue cannot be determined at this time, however a photo of the subject device was provided for evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic endobronchial ultrasound bronchoscopy (ebus) radial procedure, the needle was observed to be fully retracted and the slider down completely. According to the reporter, the procedure could not be completed due to the failure. There were no further details provided regarding the event. No patient harm or injury reported. No user injury was reported.